Manufacturer narrative:
One air cushion mask was received. Visual inspection: there was a tear on the cushion part of the mask. Functional testing: when inflated the cushion pressure was not maintained and fell. Complaint was confirmed. The cause was attributed to a supplied item fault. A device history report (DHR) review could not be completed because the DHR is at the supplier. The item was sent to the supplier for further investigation.

Manufacturer narrative:
D4: expiration date; UDI number and h4: manufacture date are unknown, no information is available based on reported lot number. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product (a face mask), it got deflated. No adverse patient effects were reported by the customer. It was reported that no further information is available.